Event description:
Around midnight the customer was in and out of consciousness. A blood glucose test was performed on the customer and the result was 309 mg/dl. 911 was called and they received a result of 25 mg/dl. The customer was given glucose IV. No controls were in use. The customer had eaten & took normal medications during the day. A request was made for the return of the suspect device and replacement was sent.